Manufacturer narrative:
Product investigation is in progress.

Event description:
A corner of the tampon remained inside my body- vagina [foreign body in reproductive tract]. Pulled hard, and a corner of the tampon remained inside my body [complication of device removal]. Product unfolded into a fan shape when I took it out... Corner of tampon remained inside my body [device breakage]. Case narrative: consumer reported via phone that the tampon unfolded into a fan shape when she removed it. No serious injury was reported.

Event description:
A corner of the tampon remained inside my body- vagina [foreign body in reproductive tract] pulled hard, and a corner of the tampon remained inside my body [complication of device removal]. Product unfolded into a fan shape when I took it out... Corner of tampon remained inside my body [device breakage]. Case narrative: consumer reported via phone that the tampon unfolded into a fan shape when she removed it. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.